Event description:
The customer called for assistance with her contour meter and it was discovered during the call, segment "d" was missing from the units and 10's column of the display. No adverse event alleged. Customer is to return her meter for evaluation and a replacement was sent to her.